Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 19-jul-2017. The most recent information was received on 01-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in hip and pelvic area spreading to thigh"), back pain ("recurrent lower back pain"), depression ("depression") and hepatic congestion ("left shoulder tendinitis caused by liver and bile duct engorgement") in a 51-year-old female patient who had essure (batch no. C68114, c64474) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingitis and appendicectomy. No concomitant medical or gynecological diseases. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in right iliac fossa"), depression (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), vertigo ("vertigo"), nausea ("nausea"), arthralgia ("joint pain of left hip / pain in hip and pelvic area spreading to thigh"), pain in extremity ("pain in hip and pelvic area spreading to thigh"), sciatica ("recurrent sciatica/difficulty walking longer than 15 minutes"), fatigue ("major fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), skin exfoliation ("desquamation of the hands and feet"), dyspepsia ("difficulty digesting"), rotator cuff syndrome ("left shoulder tendinitis caused by liver and bile duct engorgement /right shoulder tendinitis"), menopause ("sudden onset menopause over a few months / rapid onset of menopause at the age of 50 years old"), insomnia ("insomnia") and cystitis ("recurrent cystitis") and was found to have weight decreased ("10-kg weight loss"). In october 2015, the patient experienced hepatic congestion (seriousness criterion medically significant) and biliary tract disorder ("left shoulder tendinitis caused by liver and bile duct engorgement"). The patient was treated with analgesics, antiinflammatory agents and essure was removed by bilateral annexectomy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain lower, depression, anaemia, anxiety, vertigo, nausea, weight decreased, arthralgia, pain in extremity, sciatica, fatigue, amnesia, disturbance in attention, skin exfoliation, dyspepsia, rotator cuff syndrome, hepatic congestion, biliary tract disorder, menopause, insomnia and cystitis outcome was unknown. The reporter considered abdominal pain lower, amnesia, anaemia, anxiety, arthralgia, back pain, biliary tract disorder, cystitis, depression, disturbance in attention, dyspepsia, fatigue, hepatic congestion, insomnia, menopause, nausea, pain in extremity, pelvic pain, rotator cuff syndrome, sciatica, skin exfoliation, vertigo and weight decreased to be related to essure. The reporter commented: sick leave of 3 months + 3 months of therapeutic part-time for depression. Several other sporadic sick leaves for recurrent sciatica/lower back pain. Continuous fatigue and joint pain that prevented the patient from doing regular physical activity and have a normal romantic life. The defective sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: follow-up information received from the hospital (essure removal questionnaire): reporter denied patient¿s concomitant disease. Patient¿s information was updated. Medical history included salpingitis and appendectomy. The patient also experienced pain in right iliac fossa. Onset dates of events were updated. Essure was removed by bilateral annexectomy due to medical reasons on (B)(6) 2017. The patient¿s outcome is unknown beyond 6 month after the removal. The reporter considered events related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in hip and pelvic area spreading to thigh"), back pain ("recurrent lower back pain"), depression ("depression") and hepatic congestion ("left shoulder tendinitis caused by liver and bile duct engorgement") in a (B)(6) female patient who had essure (batch no. C68114, c64474) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced the first episode of rotator cuff syndrome ("right shoulder tendinitis"). In (B)(6) 2015, the patient experienced back pain (seriousness criterion medically significant), depression (seriousness criterion medically significant), anaemia ("anemia"), anxiety ("anxiety"), vertigo ("vertigo"), nausea ("nausea"), the first episode of arthralgia ("joint pain of left hip"), sciatica ("recurrent sciatica/difficulty walking longer than 15 minutes"), fatigue ("major fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), skin exfoliation ("desquamation of the hands and feet"), dyspepsia ("difficulty digesting"), the second episode of rotator cuff syndrome ("left shoulder tendinitis caused by liver and bile duct engorgement"), hepatic congestion (seriousness criterion medically significant), biliary tract disorder ("left shoulder tendinitis caused by liver and bile duct engorgement") and menopause ("sudden onset menopause over a few months / rapid onset of menopause at the age of (B)(4)") and was found to have weight decreased ("10-kg weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), cystitis ("recurrent cystitis") and the second episode of arthralgia ("pain in hip and pelvic area spreading to thigh"). The patient was treated with analgesics, antiinflammatory agents and device was removed. At the time of the report, the pelvic pain, back pain, depression, anaemia, anxiety, vertigo, nausea, weight decreased, sciatica, fatigue, amnesia, disturbance in attention, skin exfoliation, dyspepsia, the last episode of rotator cuff syndrome, hepatic congestion, biliary tract disorder, menopause, insomnia, cystitis and the last episode of arthralgia outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, anxiety, back pain, biliary tract disorder, cystitis, depression, disturbance in attention, dyspepsia, fatigue, hepatic congestion, insomnia, menopause, nausea, pelvic pain, sciatica, skin exfoliation, vertigo, weight decreased, the first episode of arthralgia, the first episode of rotator cuff syndrome, the second episode of arthralgia and the second episode of rotator cuff syndrome with essure. The reporter commented: sick leave of 3 months + 3 months of therapeutic part-time for depression. Several other sporadic sick leaves for recurrent sciatica/lower back pain. Continuous fatigue and joint pain that prevented the patient from doing regular physical activity and have a normal romantic life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: updated as report term for weight decreased. Added events insomnia, rotator cuff syndrome, cystitis, arthralgia, pelvic pain. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.